Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that there are discrepancies between the blood glucose level and the sensor readings. The blood glucose reading was 144 mg/dl. In troubleshooting, it was discovered that the patient has scar tissue and a different company's taping has caused skin irritation. The customer was advised to see a physician about the scar tissue and irritation and also to monitor the insulin pump. No further information was provided.